Manufacturer narrative:
The balloon catheter was returned for eval without the guidewire. The balloon was tested for inflation/deflation and no defect was found. (B)(4).

Event description:
It was reported, the balloon could not be deflated during preparation. The device was not used in the pt. Same event as MDR# 2029214-2010-00121.